Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. All available information has been forwarded to the actual manufacturer of the stopcock. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a high-pressure 3-way stopcock was used for the administration of chemo. The stopcock "fell apart" and the "oil-based chemical was leaking through the valve."